Event description:
Multiple discordant immulite 2000 ft4 and tsh results were generated on twenty-one patient samples. The original results were released to the physician(s). The samples were subsequently repeated and correct results were reported to the physician(s). There is no known report of treatment given or withheld based on the discordant ft4 and tsh results.

Manufacturer narrative:
A siemens fse (field service engineer) analyzed the immulite 2000 instrument and instrument data. After analyzing the instrument and instrument data the fse performed a total service call and replaced the reagent drd assembly and sample ceramic valve. The fse then carried out a precision run and ran qc. The instrument is performing within specifications. No further evaluation of the device is required.